Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer¿s blood glucose was 560mg/dl at the time of the incident. The customer reported that the pump had malfunctioned, in the hospital. The customer was given lantis and had humalog in the pump. The customer stated the insulin exited during 5.0u fixed prime. The customer had already removed the set from her body. It was unable to fully troubleshoot since customer did not have the cannula portion, but was advised to change out the full set and connect to her body and that should resolve problem. The customer was advised to call back for further troubleshoot if the issue persists. Additional notes: the alarm history showed auto off and no delivery alarms. The insulin pump will not be returned for analysis.